Event description:
It was reported to philips that blood entered the end-tidal carbon dioxide (etco2) tubing and entered the co2 port, which then compromised the etco2 pump of the heartstart mrx monitor / defibrillator. The device was being used on a patient, but the purpose (monitor, defibrillator, or AED mode) was not reported. There was no reported of patient harm.

Event description:
It was reported to philips that blood entered the end-tidal carbon dioxide (etco2) tubing and entered the co2 port, which then compromised the etco2 pump of the heartstart mrx monitor / defibrillator. The device was being used on a patient. There was no reported of patient harm. During this event, emergency medical services (ems) arrived on scene and connected the patient to the heartstart mrx device. Ems staff connected the co2 monitoring function of the heartstart mrx device to the patient and blood entered the co2 port on the device.